Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system defaulted to dispensing a quantity of 1 instead of 2. The nurse was expected to dispense two tums tablets, but the screen indicated only one. This issue also occurred at the emergency room pyxis, where two dilaudid 0.5 mg syringes were required for a 1 mg dose, but the screen instructed the nurse to dispense only one. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station defaulted to dispensing 1 instead of 2. A technical support specialist (tss) connected to the application server and reviewed the transaction using the all events report. The order was found to be entered in mg of elemental, while the formulary was configured as 500 mg (non elemental). Mapping was verified and confirmed to be correctly set to mg of elemental. For the dilaudid order, the tss examined the order in the database and confirmed a give amount of 1 mg with a dispense amount of 2, while the formulary was set to 0.5 mg strength and 0.5 ml total volume. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system defaulted to dispensing a quantity of 1 instead of 2. The nurse was expected to dispense two tums tablets, but the screen indicated only one. This issue also occurred at the emergency room pyxis, where two dilaudid 0.5 mg syringes were required for a 1 mg dose, but the screen instructed the nurse to dispense only one. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.